Event description:
It was reported that during a stenting treatment procedure the express stent came off of the balloon. The physician guided an amplatz guidewire through a 6f pinnacle destination sheath up and over an extremely steep left common iliac bifurcation, but experienced resistance at the descending portion of the bifurcation. He noted under fluoroscopy that the stent had moved off of the balloon and onto the shaft of the catheter. This device was successfully removed and replaced with another stent. Again the physician felt resistance, but gently pushed onward and was able to land the stent. The pt is doing fine and the case was successfully completed.